Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four hours post implant, where a temporary pacing lead was removed post device implant, the patient developed respiratory discomfort/dyspnea, echocardiogram diagnosed pericardial effusion, cardiac tamponade and cardiac perforation. The temporary pacing lead was confirmed to have perforated the heart, as the lead tip was discovered to have moved, prior to its explant. Pericardial drainage was performed and the patient stabilized. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.